Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-jun-2023. H6: investigation summary : customer returned (3) 32g x 4mm pen needles loose without teardrop label. It was reported by the consumer that needle clog during priming, stated that there is no insulin flow. Consumer does not re-use. The returned samples visually verified and observed bent npe cannula on three samples. Clog test could not be performed due to bent npe cannula. Most likely clog could have occurred due to bent npe cannula. Root cause cannot be determine as the return samples were open. Embecta was able to confirm the issues as bent npe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that during use with bd nano¿ pro ultra-fine¿ pen needles insulin would not flow during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use.

Event description:
It was reported that during use with bd nano¿ pro ultra-fine¿ pen needles insulin would not flow during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow. Consumer does not re-use.

Manufacturer narrative:
B3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.